Event description:
It was reported that the cannula detached from the syringe during injection of viscoelastic and "impaled" the iris. The physician felt more resistance than usual prior to cannula detachment.

Manufacturer narrative:
The customer indicated that the device has been discarded and is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.